Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
Doctor reports that patient continued to have dual throbbing pain at the 2 week post op, removed the xifnt585 implant.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: h6: type of investigation was added: 4109 and 4111. H6: investigation findings was added: 213. H6: investigation conclusions was added: 4310. The reported device was received for evaluation.the reported condition of pain was not confirmed. Visual evaluation of the as returned implant identified no apparent malfunction with the device. The devices could not be functionally tested for the reported failure (pain). DHR review could not be performed for the lot since the DHR was not available electronically. A request has been sent to manufacturing and the pce will be reopened and updated if any nonconformance is identified upon review of the DHR. Sterilization records could not be reviewed since the DHR was not available electronically. A complaint history review was completed for the reported device lot for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : DHR not available electronically.